Manufacturer narrative:
The doctor refused to provide the patient's age, sex, and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-smh-hs device [serial number: (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 3 service records (january 2014, february 2014, and march 2015) since the device was shipped. According to the service records, after repairing the device (replacement of motor cord), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi attached a test attachment to the returned device, connected the device with the attachment to a company-owned unit (p200-cu-100), and activated the device to observe whether or not there was an abnormality. No abnormality was observed during the evaluation. Nakanishi performed the same evaluation using the device without the attachment. There was no abnormality observed. C) nakanishi then carried out an evaluation using a different approach as follows. C.1) the returned device was sterilized at 134 degrees c for 3 minutes prior to the evaluation. C.2) immediately after the sterilization, nakanishi connected the device to the unit and activated the device to see whether or not there would be any malfunction. C.3) nakanishi left the device for 20 minutes after the evaluation c.2) and observed whether or not the reported abnormality would be replicated. C.4) nakanishi repeated the cycle of c.1), c.2), and c.3) 5 times. There was no abnormality observed during the evaluation. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the device and performed a visual inspection of the internal parts. Nakanishi observed the following: the internal components of the device were corroded due to water ingress. The resist to protect the p.c.board was discolored and partially removed. The p.c. Board was also corroded due to water ingress. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report#: (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the reported unintentional activation of the returned device, but based on the findings in the visual inspection, as well as many years of experience, nakanishi identified the cause of the malfunction was a short circuit of the p.c.board as a result of corrosion inside the motor due to water ingress into the internal parts. B) according to the hospital, the doctor washed the device using a high-temperature cleaning method, which nakanishi does not recommend as a proper cleaning method for the device. C) erroneous maintenance by the user caused a short circuit of the p.c.board, which contributed to the reported malfunction. D) in order to prevent a recurrence of the handswitch malfunction, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the doctor and directed the doctor to wash the device by the cleaning method described in the operation manual.

Manufacturer narrative:
Nakanishi is trying to obtain further information about the event, including information about the patient.

Event description:
On (B)(6) 2021, nakanishi received a phone call from a distributor about a malfunction of an nsk surgical device. Details are as follows. The event occurred on (B)(6) 2021. The doctor was performing a surgical procedure using the p200-smh-hs device (B)(4). During the procedure, the device suddenly activated while the handswitch was in the off position. According to the doctor, the similar events were observed several times in the past.